Event description:
It was reported that speaker function of pump was not audible even though sound and vibrate settings were turned on as expected. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.